Manufacturer narrative:
No device or photos were received since the patient died intra operatively; therefore the condition of the component is unknown. Review of the device history record cannot be performed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). Other device used: catalog #unk, unknown zimmer cpt stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that intra-operatively the patient died from pulmonary embolism.

Manufacturer narrative:
This report is being amended to reflect changes in the report.